Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. The bifurcated stent graft was deployed from the right side. It was reported that after the stent grafts were implanted and ballooned, both renal arteries were found to have been covered by the bifurcated stent graft. It was reported that before the stent grafts were deployed the table moved; however, the physician did not do a final run prior to deployment. When the stent grafts were deployed both renal arteries were found to have been occluded by 3 mm. The renal arteries correctly marked prior to deployment. The physician came in from the arm and tried to get a wire into the renal arteries but was not successful. Then he tried to pull the stent graft down with a reliant balloon and that was not successful. There was faint filling in the right renal artery. Finally, a right renal artery iliac bypass was performed and the left renal was left occluded. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant show an unremarkable anatomy. The neck was not angulated, long, and the left common iliac was also aneurysmal.

Event description:
Additional information was received as follows: the aneurysm was 48 mm in diameter. The neck is 24 mm long, 23.5 mm in diameter proximally and 24.7 mm distally. There was no thrombus in the neck and it had mild calcification. The aortic bifurcation is 26 mm in diameter. Both iliacs had mild calcification. Left iliac from proximal to distal measures 20.6, 30, 27, 25, 24 and 23 mm. Right iliac from proximal to distal measures 15, 17 mm.

Manufacturer narrative:
Method: film evaluation. Results: stent graft misplacement, occlusion, renal failure.